Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient underwent a primary breast augmentation with mentor smooth round moderate plus profile 400cc saline breast implants which the left side deflated, and lateral drift of the right side after implantation. Patient noticed her left side started to deflate. She was seen by health care professional and he confirmed left deflation, .as a result patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3505004bc, serial number 7680118-008, right replaced with catalog number 3505004bc, serial number (B)(4). On (B)(6) 2019. This report is for the right side.

Manufacturer narrative:
Device evaluation summary upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Upon initial inspection the device appears intact. No other anomalies were discovered. The condition cannot be conclusively determined to an adverse event or device malfunction. No corrective action will be taken at this time. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/4/2019, the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/19/2019, mentor became aware that the right device migration code was mistakenly not reported. Manufacturer¿s reference number: (B)(4).